Event description:
It was reported that the patients temperature was fluctuating between 34c and 37c while on the arcticsun device. Per troubleshooting, the nurse was advised to switch out the cable or probe.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings: do not use the arctic sun® temperature management system in the presence of flammable agents because an explosion and/or fire may result. Do not use high frequency surgical instruments or endocardial catheters while the arctic sun® temperature management system is in use. There is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. Power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. When using the arctic sun® temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun® temperature management system may actually alter or interfere with patient temperature control. Do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. The arctic sun® temperature management system is not intended for use in the operating room environment. Cautions: this product is to be used by or under the supervision of trained, qualified medical personnel. Federal law (USA) restricts this device to sale, by or on the order of a physician. Use only sterile water. The use of other fluids will damage the arctic sun® temperature management system. When moving the arctic sun® temperature management system always use the handle to lift the controller over an obstacle to avoid over balancing. The patient¿s bed surface should be located between 30 and 60 inches (75 cm and 150 cm) above the floor to ensure proper flow and minimize risk of leaks. The clinician is responsible to determine the appropriateness of custom parameters. When the system is powered off, all changes to parameters will revert to the default unless the new settings have been saved as new defaults in the advanced setup screen. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (50°f); control strategy = 2. It is recommended to use the patient temperature high and patient temperature low alert settings. The operator must continuously monitor patient temperature when using manual control and adjust the temperature of the water flowing through the pads accordingly. Patient temperature will not be controlled by the arctic sun® temperature management system in manual control. Due to the system¿s high efficiency, manual control is not recommended for long duration use. The operator is advised to use the automatic therapy modes (e.g. Control patient, cool patient, rewarm patient) for automatic patient temperature monitoring and control. The arctic sun® temperature management system will monitor and control patient core temperature based on the temperature probe attached to the system. The clinician is responsible for correctly placing the temperature probe and verifying the accuracy and placement of the patient probe at the start of the procedure. Medivance supplies temp" correction: d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patients temperature was fluctuating between 34c and 37c while on the arcticsun device. Per troubleshooting, the nurse was advised to switch out the cable or probe.